Event description:
Physician was attempting to deliver 1 endeavor resolute drug-eluting stent (2.50mm x 18mm) to a lesion in the lad with 85% stenosis, but the device could not pass the lesion. The lesion was pre-dilated. The device was inspected before use with no issues noted. The physician removed the device and gave up the surgery. No clinical sequelae were reported. Evaluation summary: the hypotube was undamaged. The distal tip was flared. Initial mandrel movement was successful. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 7th, 8th, 9th and 10th proximal segments are misaligned with overlapping struts, the 3rd and 4th proximal segments were misaligned. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results: stent deformation, lesion morphology, deformation problem. Conclusions: lesion morphology, stent deformation. (B)(4).